Event description:
Patient presented with high lead impedance ad was referred for x-rays. The x-ray image was sent in and reviewed. The generator location, connector pin being fully inserted and the feedthrough wires being intact could not be assessed as only a zoomed in view of the patient¿s chest showing their lead and part of their generator was received. Based on the field of view of the image the presence of a strain relief loop and bend, as well as the presence of tie downs could not be assessed. There was a gross discontinuity identified in location d of the lead which is circle in red on the image. Based on the x-rays received it can be reasonably concluded that the high impedance is due to the gross fracture observed. However, the presence of microfractures in the observed lead and discontinuities in the remaining lead sections cannot be ruled out. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Manufacturer narrative:
Date received by manufacturer, corrected data: follow-up report #2 inadvertently listed wrong date, should've been 04/26/2021.